Event description:
During evaluation of a homechoice cassette, a crack was found on the cassette which would result in a leak. No additional information is available.

Manufacturer narrative:
The sample was received for evaluation. A visual inspection with the naked eye noted a crack in the cassette that would result in leakage. Additionally, twelve (12) retention samples were visually inspected with no issues found. The condition was verified on the returned sample; however, not verified on the retention samples. The cause of the crack could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.